Manufacturer narrative:
The device evaluation details. The device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 02-mar-2026. Following j&j medtech procedures, a visual inspection and screening test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Then, the device was connected to the carto 3 system, the magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. Further examination under microscopic imaging, found a hole in the pebax and reddish material inside of it. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The catheter instruction for use (IFU) recommended: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter as the pressure was not accurate. The force vector displayed on the carto was not accurate. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-mar-2026, observed foreign reddish material presumably blood inside the pebax. Further examination under microscopic imaging, found a hole in the pebax and reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 09-mar-2026 and have assessed this returned condition as reportable.